Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital due to infection. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. A review of the manufacturing records indicated that the product met specifications upon release. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on a monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. There was no patient compromise noted in this event. It is unknown whether user or procedural factors played a role in this event. No corrective actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with this disposable pressure transducer (dpt), the pressure value measured was higher than the actual value provided by a noninvasive pressure measurement. The pressure value measured by the dpt was 154/104. The noninvasive blood pressure measurement was 128/90. Therefore, the customer stopped using the dpt. The patient was not treated according to the incorrect pressure values. In addition, no error message was displayed due to the inaccurate values. There were no patient complications reported. The dpt was not available for evaluation as it was exposed to a category a infectious disease.